Manufacturer narrative:
Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken traces on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for hardware low level failures. The customer¿s blood glucose was unknown. Customer reported that by accident he bumped his insulin pump into a cupboard, after that pump came up with hardware low level failures, he then tried self-test and it occurred again, insulin pump also started after that to want to change battery. The insulin pump will be returned for analysis.